Manufacturer narrative:
(B)(4). It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information, it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not available.

Event description:
The sensor was implanted in theater. The clinician asked that the direct link be plugged into a normal mobile monitor, just to get the power to the module so that the sensor could be zero'd. The rep informed him that she has never done it that way before and that she was unsure whether it would work, without calibrating it with the monitor first. The dr. Insisted that they carry on, if it works it works, if it doesn't then it's just so. Implantation and zeroing was successful according to the direct link light indications. The patient was then closed and went to ICU to calibrate the direct link to the bedside monitor. It self calibrated but when pressing the arrow down, the 0 mmg light turned green but there was no 0 reading on the monitor, and the same for the 100 mmg reading. The pressure then indicated 167 and on pressing the arrow for the third time the amber light came. The pressure dropped and then finally displayed a '?' Indicated at the pressure reading. Monitor calibration was attempted 5 times with help over the phone from a more experienced rep. Icp motoring was still not successful and the same results occurred each time. It was later reported that the issue was resolved by adjusting the settings on the bedside monitor. It was reported that the bedside monitor settings were not set up correctly.

Manufacturer narrative:
(B)(4). It was not possible to investigate the complaint as no sample was returned for evaluation. But based on the event description, the issue was related to a user error. This was not a product issue, as the problem has been resolved when setting correctly the monitor. If the sample is returned in the future, this complaint will be re-opened and evaluated. A DHR review was performed for the directlink module 82-6828 s/n: (B)(4) (lot# cvjbn3), and the lot met specifications when released on july 14th, 2017.